Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that ¿this thing worked like a miracle, but 3-4 months ago, it started shocking me in the gut if I leaned a certain way and I thought maybe the leads may have moved but they x-rayed it and no the leads were still in place.¿ no further complications were reported.